Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 363 mg/dl. The customer stated the night prior to the phone call the buttons of the insulin pump were unresponsive and the numbers were ramping up on their own. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected numbers ramping noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.